Manufacturer narrative:
It was not known whether the pacemaker and leads were explanted post-mortem, but it was reported to boston scientific that the products were not available for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this patient. The patient had been released from the hospital in good condition following the pericardial hematoma that occurred during the implant procedure. On (B)(6) 2015 the patient was re-admitted to the hospital for persistent atrial fibrillation (af), renal insufficiency, and thrombus in the rv, which was possible to be removed after scanning. The patient decayed into severe cardiac insufficiency and died due to multiple complications. The field representative was concerned that the patient's death was not reported to boston scientific while the patient was enrolled in a boston scientific-sponsored clinical study. However, information from the clinical study indicated the patient's death was not related to the pacemaker and lead system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant procedure this right ventricular (rv) lead did not pace the heart in the bipolar configuration. A radioscopy was performed and a mark was noted on the rv lead. All other measurements appeared normal. The lead was reprogrammed to unipolar configuration which showed proper pacing on the rv lead. It was noted that the patient was pacemaker dependent. No further adverse patient effects were reported.